Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wont power on) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to a loose batter connection. The root cause for the loose connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power on.